Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior fixation at c4-7 due to lumbar spinal canal stenosis. Post-op, the patient underwent revision surgery due to screws migration at c7. In the revision surgery, the surgeon removed the implants, cut the bone spicule, replaced all of the screws with longer screws. There was a delay of more than 60 min in overall procedure time as a result of this event.